Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery reamer/drill device was not working. During the pre-repair diagnostics assessment, it was determined that the control unit was not functioning and was defective. It was further determined that the ecu (electronic control unit) was faulty. It was further determined that the device failed for check the off/ forward/reverse mode, change 10 times from forward to reverse at full speed, check the triggers and ecu (electronic control unit) and for check power with test stand, min. 190 to 250 w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.